Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, inratio: 6.3, (B)(6) 2012, 5.1; (B)(6) 2012, 4.7. Pt has been controlled at 1.5 inr until the end of august. Due to the result on (B)(6) 2012, the doctor stopped administration of warfarin. Sales staff visited the clinic where a comparison test was performed between the clinic's inratio2 meter and alere medical japan's demo inratio2 meter. Date: (B)(6) 2012, inratio: 5.6, demo: 1.5.